Event description:
When I travel, there are changes in my blood sugars of highs and lows like reported but what also happens is the amount of insulin I need changes based on altitude changes. Going from (B)(6) mountains to (B)(6) or (B)(6) with lower altitude causes me to have a reduced need for my "basel level" as well as the change for an increase in altitude too. I never thought to report it because I just thought it was something everyone knew that our insulin needs change when we fly and travel. Testing is just using my pump and knowing when flying I need often more much more insulin and then when in ca I need less and having to watch my monitors more.